Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10 date: (B)(6) 2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inability to flush or draw blood during use of a non-dehp microbore catheter extension set. This occurred during peripheral intravenous line (piv) insertion. When the extension set was removed to try and flush, the adapter on the device was found to be defective (not further specified). A new catheter extension was placed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.